Manufacturer narrative:
(B)(4) the customer returned one guidewire and lidstock for evaluation. No signs of use in the form of biological material were observed on the guidewire. Visual examination revealed bending throughout the guidewire body and a mishappen j-bend. Microscopic examination confirmed the core wire had separated from the coil wire adjacent to the proximal weld. The exposed core wire tip was tapered at the point of separation. The distal weld was spherical and intact. The guidewire could not be functionally tested due to the severity of the damage. A manual tug test confirmed that the distal weld was intact. The report of a damaged guidewire was confirmed by complaint investigation of the returned sample. Visual analysis revealed bending throughout the guidewire and a separation adjacent to the proximal weld. Despite the damage, the guidewire met all relevant dimensional requirements. A device history record review did not reveal any relevant findings. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guide wire bent. There was no patient injury or consequence."